Event description:
A medical facility reported that the ems (emergency medical services) experienced a problem with their precision xtra/optium blood glucose meter which was receiving imprecise readings compared to a laboratory result. The adc meter readings obtained were 208 and 192 mg/dl and the laboratory result was 20 mg/dl. It is unknown if the lab to meter comparison was completed within a ten minute timeframe. The medical facility also reported that the event occurred with a pt that had "an altered level of consciousness" who was transported to the first hosp emergency department and "remained unresponsive". The pt was reportedly diagnosed with severe hypoglycemia and treated with oral glucose and intramuscular glucagon to counteract the event. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow up report will be submitted if the meter is returned.